Manufacturer narrative:
The reported events of the helix mechanism issue and failure to capture were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood. X-ray inspection and electrical testing found overtorque of the inner coil at the connector region consistent with procedural damage. The cause of failure to capture was due to internal shorting due to overtorquing the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture. While attempting to change positions, the helix exhibited difficulty to retract. The atrial lead was not used and replaced. The patient was in stable condition.